Event description:
Patient was complaining of intense pain and noticeable swelling. The surgeon declared as more than normal. The patient was brought back to surgery for a vigorous washout and poly insert exchange. A new insert was opened and implanted. Surgeon stated there was nothing wrong with implant, nothing was loose or broken.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain and swelling involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: not performed as medical records were not received. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact root cause of the event could not be determined as pain and swelling can occur post-operatively for a number of reasons and are symptoms rather than the cause of the issue the patient is experiencing. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient was complaining of intense pain and noticeable swelling. The surgeon declared as more than normal. The patient was brought back to surgery for a vigorous washout and poly insert exchange. A new insert was opened and implanted. Surgeon stated there was nothing wrong with implant, nothing was loose or broken.